Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that an artifact appeared on images while performing a patient head scan. There was no report of misrepresentation as a result of the ring artifact. The philips field service engineer (fse) visually inspected the system and found a broken compensator in the collimator as the cause of the image artifact. The fse replaced the compensator and performed system tests to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this issue. The system is in clinical use. This issue has been determined to not be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.